Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler broke during firing and lost functionality. Consequently, the installed reload also broke.